Manufacturer narrative:
Olympus followed-up with the user facility and was informed that the device was cultured and was negative for growth. The device was also reported to pass leak testing. The device referenced in this report was forwarded to an independent laboratory for microbiological testing. The test results were negative. The device was returned to olympus for evaluation. The evaluation found signs of yellowish/orange stains on the distal end cover. The device was inspected with a boroscope and also found yellowish/orange stains in the channel walls at the bending section, distal end, and biopsy port. The device passed air and water leak tests. There were no signs of foreign material or stains in the insertion tube and bending section cover. The cause of the event cannot be determined. An olympus endoscope support specialist (ess) has been dispatched; however the facility declined the offer.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the twelve patients involved in this event. The user facility reported that 12 out of 34 patients had broncho-alveolar lavage (bal) samples that tested positive for a klebsiella pneumoniae organism. None of the patients tested positive for klebsiella pneumoniae. There was no information provided regarding what treatment had been provided to the patients. Please cross reference MFR. Report numbers: 8010047-2011-00266, 2951238-2016-00088, 2951238-2016-00089, 2951238-2016-00090, 2951238-2016-00091 , 2951238-2016-00092, 2951238-2016-00094, 2951238-2016-00095, 2951238-2016-00096, 2951238-2016-00097, and 2951238-2016-00098 to account for the twelve patients as referenced in the original report. The following report will be supplemented to cross reference the 11 complaints: 8010047-2011-00266.